Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 20 mg/ml concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that on (B)(6) 2017, the patient contacted the hcp concerned that his pump was overinfusing medication. The patient received pump alarms indicating that the pump was empty. The hcp stated that on (B)(6) 2017 that the pump programmer indicated there should be 1.6ml of drug left in the pump and the pump was empty. The hcp stated that on (B)(6) 2017 he noticed a 1.7 ml discrepancy between what the programmer indicated and what they pulled out of the pump during a pump refill. The hcp noticed another 1.5 ml discrepancy in the patient's pump, during refill, on (B)(6) 2018. There was no known environmental factors impacting the pump at the time of these over-infusions. The hcp tracked discrepancies in the total reservoir volume indicated on the clinician programmer and the total volume of drug was removed from the pump during three consecutive drug refills. The hcp changed the time interval of the patient's drug refills from 60 days to 45 days to avoid the possibility of withdrawal. The hcp asked the patient if he wanted to replace the pump earlier than elective replacement indicator (eri) and the patient refused. The patient was content with the 45 day drug refill schedule and would rather replace the pump during its normal eri. At the time of this report, the issue was resolved and patient status was alive- no injury. Surgical intervention had not occurred or planned. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp deduced that the cause of the empty pump was over-infusion. He noticed volume discrepancies greater than 25% at two future refill appointments to support that conclusion. No further cause of the discrepancy was determine, as the patient was using on label intrathecal morphine. All of the info was received from the hcp. No further complications were reported.